Event description:
Caller reported that insulin gauge was inaccurate and static. There was no adverse impact to the customer¿s blood glucose level. Customer was advised by technical support to use room temperature insulin instead of cold insulin and was educated on the cause of the issue related to measured pressure variances, conveying that the fill estimate would count down as normal once the insulin amount aligned with the displayed static number. Customer understood and acknowledged the instructions.